Event description:
A surgeon reported that a pt complains of seeing starbursts around lights and difficulty driving at night. The association between this event and the intraocular lens (iol) is not known. Add'l info has been sought.